Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that the shock impedances had steadily been increasing. The lead measurements were checked again and it was decided to reprogram the shock impedance alert and continue monitoring the patient. No adverse patient effects were reported. The lead remains in service. Additional information received reported that the lead was later surgically abandoned and replaced due to oversensing, pacing inhibition, and shock impedance measurements of greater than 125 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements. It was noted that the shock impedance measurements had steadily been increasing. The lead measurements were checked again and it was decided to reprogram the shock impedance alert and continue monitoring the patient. No adverse patient effects were reported. The lead remains in service.